Event description:
The company received a report where it was claimed that the tube developed a cuff leak during patient use. Replacement of the product was required due to the reported cuff leak. The tube was replaced without incident.